Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2017. There were three bolus requests made between (B)(6) 2017, and no erratic basal rate adjustments. There were no obvious requests or deliveries that would cause bg levels to drop. Complaint could not be confirmed. There is no indication that the insulin pump caused or contributed to low bg levels.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose levels (35 mg/dl). Reportedly, the paramedics were called and the customer was treated through intravenous glucose. Recommendation was made to discuss diabetes management with customer's health care professional.